Event description:
The customer reported battery depletion in the device. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up with technical support, and no additional information regarding the outcome of the event was received.